Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16mar2020.

Event description:
The customer reported that the touchscreen will not pass touchscreen calibration.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. The field service engineer (fse) replaced the user interface printed circuit board (pcb) and the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jul2020. B4: 24jul2020. Failure analysis on the returned touchscreen shows that the ul_lr and ur_ll resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.